Manufacturer narrative:
(B)(4). Date sent: 11/15/2022. Additional information was requested and the following was received: was the device locked on tissue with the jaws closed? Yes. But the device didn't work on the 4th shot. The surgeon think the problem was relatively to the battery of the device. This event happening only after 1h after put the battery on the device. If yes, how was the device removed? Using the normal method: squeezing the closing trigger while simultaneously depressing the anvil release button. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? - pull and put the battery 2 times, but didn't work, after that the surgeon tried knife reverse switch. Nothing happened. So he decide squeezing the closing trigger while simultaneously depressing the anvil release button and the device opened. * did the jaws eventually open? Yes upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Event description:
It was reported that the device jammed on the 4th trip. The surgeon removed the battery and replaced it and the machine still stopped. Unable to clear with he reverse button. Surgery was delays 30 minutes. They tried to unlock the device after removing it from the patient, and opened a new one to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.